Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.5mm hexagonal screwdriver w/threaded holding sleeve, part number 388.398, lot number 3080288). The subject device was returned with the complaint condition stating the instrument chipped while unscrewing screws. The 2.5mm hexagonal screwdriver w/threaded holding sleeve is an instrument used in the axon system per the technique guide. The drawings of 388.398 were reviewed. Additionally drawing 388.398.6 (dowel pin) was reviewed. The design was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The dowel pin on the distal end of the screwdriver is broken on one side of the tip. A fragment of the dowel pin approximately 2.15mm long (1.50mm diameter) is missing. The screwdriver is over 7 years old and shows wear consistent with continued use of a re-usable instrument. The holding sleeve is functioning properly. The hexagonal tip is intact. The diameter of the remaining portion of the dowel pin was measured against drawing 388.398.6 revision a. The dowel pin measures 1.50mm in diameter, which is within specification. The complaint condition is confirmed. A definitive root cause could not be determined; however, it is likely that the wear from consistent use and possibly the application of excessive torque led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unavailable. (Other): (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during a procedure on (B)(6) 2016, the locking screwdriver shaft stardrive t15 long head chipped while unscrewing locking screws. It is unknown how long the device has been in use. The procedure was completed successfully with a similar device. There was no surgical time delay and the patient status and outcome is reported as stable. Concomitant devices reported: locking screws (part # unknown, lot # unknown, quantity # unknown). This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: may 26, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.